Manufacturer narrative:
(Serial number) has been updated unk. No product has been returned and the reported sensor serial has been determined to be invalid upon the extended investigation. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device manufacturer date for the reported sensor is unknown. The date is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer reported receiving a low reading from their freestyle libre sensor. Customer reported unknown trend arrows at the time of the call. Customer reported a low reading of 8.4 mmol/l which was lower than lab reading of 21 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.